Event description:
Pt had sinus surgery in 2004 in which gelfilm (gelatin) was used. They developed an infection which resulted in hospitalization for four days. The outcome of the events was not provided.